Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced elevated ldh and was started on milrinone for right heart failure (rhf). The pt's pump was exchanged due to hemolysis and suspected thrombus.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.